Event description:
It was reported that a malfunction alarm occurred. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. The customer reverted to an alternate pump for insulin therapy to address bg level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.